Manufacturer narrative:
Concomitant medical products: product ID neu_wrench_acc, product type: accessory. (B)(4).

Event description:
It was reported the lead was inserted into the implantable neurostimulator (ins) during the procedure and the torque wrench was used to fix the lead. The click noise was heard from the torque wrench when used. When placing the ins in the implant site, the physician noticed that the lead was disconnected. The physician took the torque wrench again and tried to fix the lead, but the lead disconnected again. A different, new ins was used as a result. With the new ins, there was fixation of the lead without any problems. No patient symptoms or complications were noted. A follow up report will be sent if additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator found that the setscrew was backed out too far.